Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention where the patients leads were explanted and replaced.

Event description:
It was reported that the patient experienced high impedance issues. Surgical intervention may take place at a later date to address the issue. Related manufacturing report: 3006705815-2023-06722.

Manufacturer narrative:
Date of event is estimated.